Event description:
It was reported that during an unk procedure, it was found that the device was scattered after opening. No additional information can be provided. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a package from the top view with a label, code gcfrgb lot: 996a32. (Exp. Date: 2025-08-31) and a blue reload with the reload pan was noted partially dislodged. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number 996a32, and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? -discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. H1: not reportable. Additional information was requested and the following was obtained: this complaint report is a duplicate of mw #3005075853-2024-03603. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered a not reportable.